Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, a surgeon was unable to spin the screwdriver. Surgeon had another on hand and used that. Surgical delay of 20 minutes was reported. There was no reported patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one screwdriver 03.630.026 was returned with two gear wheel shafts. One of the two returned gear wheel shafts does not work properly. This is due to a pin that has sheared off. It cannot be determined what lead to the failure of the broken pin as the detailed circumstances of the specific surgery are unknown. Incorrect use or not following the specific cleaning and reprocessing instructions cannot be excluded. Neither a manufacturing nor a design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information device is an instrument and is not implanted/explanted. Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.